Event description:
The manufacturer received information alleging an issue related to a CPAP devices. The patient has alleged device was not working and last night it shows check power but when she unplugs it and plugged it back on the wall outlet it sparks. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device was not working and last night it shows check power but when she unplugs it and plugged it back on the wall outlet it sparks. There was no report of serious patient harm or injury. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device was returned to a third-party service center. During the evaluation, additional failures observed in power connector with corrosion, scratched ui panel. And missing filter and no error codes found. The third-party service center concludes that they could confirm the customer's allegation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: device serviced by 3rd party? Device available for eval? Has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.